Event description:
It was reported by repair work order that the headend was allegedly stuck at an elevated height. The issue could not be confirmed as the account completed the repair. No patient was affected and no adverse events or clinically relevant delays in treatment were reported.

Event description:
It was reported by repair work order that the headend was allegedly stuck at an elevated height. The issue could not be confirmed as the account completed the repair. No patient was affected and no adverse events or clinically relevant delays in treatment were reported.

Manufacturer narrative:
Follow-up submitted with additional information from customer evaluation. Customer performed repairs. Customer performed evaluation.